Event description:
During mechanical ventilation, flow resistance within the breathing circuit using the device occurred on two occasions with the same pt. The ventilator alarm was triggered in both cases and the respiratory therapist was able to change out the device with no adverse effects on the pt. In one incident, the therapist noticed there was fliud in the device and poured out the fluid and reinstalled it, vent, and the flow resistance persisted. Then a new device was installed and no further abnormal resistance occurred. The pt was under treatment with nebulized medications (xopenex/pulmicort combination). The therapist does not typically stary in the pt's room after treatment and the device was not removed during nebulization treatment. One of the devices associated with increased resistance was retained for return to the manufactuer.